Event description:
Service was requested on this device based upon a report of delivery accuracy testing failed. Testing failed during biomed testing. No pt involvement has been reported at this time. Pump will be sent to baxter's pal for eval. No additional testing information is available at this time.